Event description:
A dr called to report that the customer was hospitalized for dka. It was stated that the dr believes the pump was malfunctioning causing the customer to go into dka. The customer was on insulin drip. Troubleshooting was performed. The pump passed the self-test. The high pressure test was performed. The insulin exited at the end of the tubing and no alarm appeared. Also it was indicated that the customer had high bg all week. The customer's bgs have lowered. Additionally, it was found that the customer used cold insulin, was pinching up the skin and sitting when inserting. Advised the customer on proper techniques.